Event description:
It was reported that suture placement with two proglide devices were successfully placed in the right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair procedure. When placing the suture in the left common femoral artery (lcfa) with a proglide device using the preclose technique, there was difficulty with advancing so a 6f sheath was placed again to confirm the channel and the device entered the vessel without resistance. During withdrawal of the device to harvest the sutures, significant resistance was felt. It was suspected the footplate was not fully retracted. In an attempt to rectify, the footplate handle was opened and closed without success and this was repeated several times in order to attempt to rehouse the footplate. It was then decided to perform a cut-down procedure to retrieve and remove the footplate. Significant scar tissue was observed upon removal of the footplate which took 45 minutes to retrieve. The footplate was fully retracted upon retrieval. Scar tissue was suspected to be a significant factor for the resistance. When the aaa procedure was completed hemostasis was achieved in the rcfa with the two successfully pre-placed sutures. Hemostasis was achieved by a cut-down surgical procedure in the lcfa. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. Although the name of the physician was provided it is not known if the physician is trained in the use of the proglide device. Also reported was upon opening the packages of the proglide devices used in this procedure, a small black piece of plastic was noted to fall from one of the packaging. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicated the physician is trained in the use of the proglide device and is in-training for the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and was unable to confirm presence of the reported black particulate inside the package. A review of the complaint handling database found another event for difficulty removing the device from the patient and no other events for particulate in package from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Corrective and preventative actions will be addressed per quality systems protocol. The performance of these devices will continue to be monitored.